Manufacturer narrative:
Follow-up #1: date of submission 11/01/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: the pump booted with audio/vibration and fully illuminated display screen, unable to duplicate reported "blank" screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen was blank after a recent battery change. The pump continued to make audible tones and vibrations. An additional battery change elicited the same response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.